Manufacturer narrative:
The report of ¿twiddling¿ was confirmed. Analysis of the returned lead extension a found the body of the extension was ¿twisted¿ consistent with ¿twiddling syndrome¿. Lead extension a was cut during the explant procedure resulting in a header segment and a terminal end segment. All internal wires were broken in multiple places in the terminal end segment as a result of the ¿twiddling¿; these fractures are in close proximity and could have caused intermittent stimulation that may have been interpreted as a ¿shocking sensation¿. Note: see (B)(4) ipg ¿shocking sensation¿ at ipg site.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the extensions were explanted and replaced. Therapy was restored post-op.

Event description:
It was reported that the patients extension had moved due to the patient twiddling with it. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 extensions; however, it is unknown which extension, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs lead extension, model: 6371, UDI: (B)(4), serial: (B)(6), batch: 7798156.